Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), no capture and sensing issues were observed. The patient have athletic heart with dilated right ventricle which made the fixation of the device and conduction difficult. The leadless ipg was never implanted and the physician opted for trans-venous pacing system. It was also reported that the right ventricular (rv) lead dislodged twice during the implant procedure. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.